Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was not vibrating for alerts or alarms although pump was set to vibrate. There was no reported impact to customer's blood glucose. Reportedly, customer changed out cartridge and issue was resolved.